Manufacturer narrative:
Product analysis: the complaint could not be confirmed. The analyzer passed all functional tests. No repairs were necessary. The analyzer was returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during device implant, the analyzer failed to deliver pacing to the patient. The analyzer was returned for service. No patient complications have been reported as a result of this event.